Manufacturer narrative:
The actual devices were not available; however, photographs of the samples were provided for evaluation. A visual inspection was performed to the photographs using the naked eye which did not observe a leak. The reported condition could not be clearly observed via the provided photographs and due to the nature of the reported problem no additional testing could be performed. Therefore, the reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) intravia containers leaked from the rubber septum of the injection port. This was identified prior to patient use. There was no patient involvement. No additional information is available.